Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that they are not sure if the surgeon grabbed it too early but the needle popped off the suture. No adverse impact patient/user. Device is available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/26/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: could you please confirm the lot number? Did the reported issue contribute to any patient adverse consequences? Do you have any photos available for visual analysis? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: 1. The lot number is 10drp9. 2. There were no adverse patient consequences. 3. I do have photos available if needed. 4. I will be shipping the product back today. 5. I will be answering any follow up questions to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.